Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the touchscreen to respond was observed. The device's interface board ribbon cable was found to be partially inserted. The cable was reconnected to address the issue.